Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an elevated pacing impedance measurement greater than 2000 ohms exhibited by this transvenous defibrillation lead there have been no reported adverse patient effects.